Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on (B)(6) 2007: a female pt received therapy with injectable poly-l-lactic acid (sculptra) for dark circles and hollows under her eyes 1.5 years ago (2006) prior to her wedding. The pt developed visible bumps, which are still present at the time of this report. No further relevant info was reported. Additional info for sculptra (lot number/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.